Event description:
It was reported that during a gyn procedure there was a device issue. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch #: x94973. Did the patient suffer any adverse consequences? No known patient consequences additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? The generator did display an error code but the account does not know the code (they are following up with the surgeon) did the device pass the pre-test? To my knowledge the device passed the pretest. Following up with the account had the device been working and then stopped? To my knowledge the device stopped working and never restarted investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, due to the I blade condition, the electrode got separated from the lower jaw. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.